Manufacturer narrative:
The referenced suspected pump thrombus event was reported under medwatch MFR report #2916596-2016-01386. (B)(4). Approximate age of device ¿ 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during a routine clinic visit the pump power readings were elevated to 8-9 watts and that the patient's lactate dehydrogenase (ldh) increased from the 300 u/l to greater than 800 u/l. The patient was admitted to the hospital for evaluation. On (B)(6) 2016, it was reported that the patient's ldh was 1552 u/l, and that the patient had dark colored urine the previous night. The patient was to be transferred to the implanting center for probable pump exchange. Additional information was requested but was not provided.

Manufacturer narrative:
The referenced report of the patient's expiration is covered under medwatch MFR report #2916596-2017-01083. No product was returned for evaluation. The report of elevations in pump power were confirmed based on the evaluation of the submitted system controller log file. Despite the observed parameter fluctuations, no atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. A specific cause for the changes in pump parameters could not be conclusively determined. Moreover, a correlation between the device and the reported signs of hemolysis could not be determined through this evaluation because the pump was not returned. On (B)(6) 2016, the account reported that the patient had dark colored urine during the night and their ldh level increased up to 1552 u/l. It was reported that the patient would be transferred to another center for a probable pump exchange; however, the patient ultimately expired on (B)(6) 2016. Despite multiple attempts to obtain information from the customer regarding the patient's outcome and its relation to the reported event, no additional information or cause of expiration was provided. Multiple inquiries were issued to the customer asking whether the pump would be returned; however, no information regarding pump disposition was provided and to date, (B)(4) has not been returned for evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2016. The cause of death was not provided. Additional information was requested on the details between when the patient was transferred and their death; however, no information was provided.